Manufacturer narrative:
(B)(4): the device was not returned; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to pt contact. (B)(4).

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. The location of the target lesion is unk. While preparing for the procedure, the device was taken out of the protective hoop. The physician examined the device and found that the stent edge was flared. The procedure was completed with another of the same device. There were no pt complications as there was no pt contact. The pt condition post procedure was reported to be good.